Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a 'level disconnected' message with an alert sound when the sensor cable was agitated. It was determined that the level sensor cable was the cause of the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a 'level disconnected' message with an alert sound when the sensor cable was agitated. It was determined that the level sensor cable was the cause of the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded per the field service representative (fsr), the user facility's perfusionist had replaced the level sensor from their spare stock. The suspect device was returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there were numerous "disconnected" alerts from the level sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.